Event description:
The blood leak alarm went off at initiation of the dialysis treatment. The dialyasate fluid was tested with a blood reagent strip, which was found to be positive for a blood leak. The dialyzer with the blood was discarded and the dialysis machine was pulled from service. The dialysis machine was bleached, and a note was left for the maintenance personnel as to the problem. The manufacturer is in the process of investigating this occurrence.